Event description:
It was reported that due to the iris collimating down, the images were too small and were unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable needs to be replaced. The reported issue is currently under investigation.